Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the lamp lighting failure was confirmed. The device history record (DHR) could not be reviewed because the reported serial number did not exist. Based on the results of the investigation, it was presumed that the cause was a failure of the thermal fuse. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source lamp failed to light. The issue occurred during preparation for use in an unspecified diagnostic procedure. There were no reports of patient harm.